Event description:
Dialysis facility reported an arterial kink at the end of the blood pump segment, at the beginning of tx. No pt ill effect or medical intervention. No blood loss. Sample is available for eval.